Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant product : 5076-52 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced pain at the device implant site. The device was explanted at the patient's choice and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.